Event description:
It was reported that there was oversensing of the atrial signal by the right ventricular (rv) lead of this cardiac resynchronization therapy pacemaker (crt-p) system. It was noted that this occurred while the patient was sick and doing physical activity. Technical services (ts) analyzed device episode data and found that this resulted in additional trigger pacing. Reprogramming was suggested as troubleshooting. No adverse patient effects were reported. Currently, this crt-p remains in service.